Event description:
Asr revision - right hiptype of hip replacement product: unknown reason(s) for revision: unknown

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision - right hip; type of hip replacement product: unknown; reason(s) for revision: unknown. Update received 7th march, 2014. Querying correct products. Hospital name amended. Surgeon name amended, reason for revision added. Type of hip replacement product: resurfacing. Reason(s) for revision: pain. Confirmation of correct products received. Lot number amended for cup. Femoral head added. New information received 13th march 2014: additional reasons for revision. Reason(s) for revision: pain, dislocations (not arising from traumatic event), alval / soft tissue reaction, femoral neck fracture on resurfacing (beyond 3 months of post op).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.